Event description:
While attempting to place a trocar during a diagnostic laparoscopic procedure the left iliac artery and vein of the pt were partially transected. As described by hosp personnel, the surgeon was unsuccessful in entering the peritoneal space on her first attempt with the trocar. A second attempt was then made through the same incision. It is believed that the vessels became damaged during the second attempt. A vascular surgeon was brought into the surgery and performed a graft of both vessels. The pt left the or with no pulse in her lower leg and was brought back into surgery later the same night to remove a blood clot. The pt has since been reported to have regained her pulse and is improving. The hosp has refused to return the trocar involved in this incident. However, local sales rep was permitted to examine the trocar and concluded that the device was in proper working order. Additionally, the assisting tech reported to sales rep that he did not feel that the device was at fault.